Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after insertion the customer see a helium lost alarm at the pump. The customer see blood in the helium line. Dr.(B)(6) removed the intra-aortic balloon (iab). Blood was in the balloon, they used another iab with success." Difficulty was encountered during use. There was no reported patient death, or complications. There was a delay of therapy reported for 10 minutes. The first iab was inserted in the left site and the second iab the right site was used. Patient outcome is listed as "okay". Length of time in use prior to event: 3 minutes

Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for analysis therefore the reported complaint of blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. If the sample is returned at a later date, a full investigation will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "after insertion the customer see a helium lost alarm at the pump. The customer see blood in the helium line. Dr. (B)(6) removed the intra-aortic balloon (iab). Blood was in the balloon, they used another iab with success." Difficulty was encountered during use. There was no reported patient death, or complications. There was a delay of therapy reported for 10 minutes. The first iab was inserted in the left site and the second iab the right site was used. Patient outcome is listed as "okay". Length of time in use prior to event: 3 minutes